Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate pain relief. No anomalies were identified during impedance check. Reprogramming did not provide adequate pain relief. A revision procedure was performed, during which the previously implanted lead was replaced, and an additional lead was implanted.